Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. Information also noted that a magnet was near the device.